Event description:
It was reported that no osseointegration was achieved after placement of pepgen p-15 putty bone grafting material; "the dector didn't think the product turned over to bone like he would like." The length of time the material was in place is not known. As a result, another surgical procedure was performed to regraft the site and preclude permanent damage to a body structure that would be trivial.